Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a rectum procedure, the metallic unlock bar doesn't retract. The clamp does not open, impossible to staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device lock out and was unable to be fired? No. Or, was the firing handle squeezed plastic to plastic, but no staples were deployed? Unknown. Was the device able to be opened and removed from the patient tissue? No the device was not able to be opened. If no, how was the device removed from the patient tissue? They cut the tissues to remove the device and they used another like device to staple.

Manufacturer narrative:
(B)(4). Batch # n53h40. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge loaded on the device, the cartridge was received fully loaded with staples and was noted to have the rear cap broken; it is possible that the cartridge was removed from the device and was not properly reloaded into the device, causing the damage to the rear cap. The device was tested for functionality with a test cartridge and the device function as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. During the analysis the retaining pin function as intended. Please note that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.